Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and could not reproduce to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage observed during testing that would have caused the failure. The instrument passed continuity test upon testing. Additional findings not related to customer reported complaint: the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported that after the vessel sealer was introduced, the surgeon was unable to open the jaws. The pa-c at bedside removed the vessel sealer extend instrument and reseated it into the arm with no change to functionality. Pa-c removed vessel sealer again while the tech reseated the face plate onto the arm, there was still no change to the vessel sealer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The tech that accepted the vessel sealer onto the field did a quick look over of the instrument when receiving it from the rn in the room. The procedure was a robotic gastric bypass. The pa-c had just introduced the vessel sealer into the patient field when the issue occurred. No fault of any sort occurred on this system. The lesser blood supply of the greater curvature of the stomach was the target tissue. The jaws were not stuck on tissue when the issue occurred, the jaws would not open for the surgeon. Since the jaws would not open and the vessel sealer wasn't on tissue. The pa-c removed the vessel sealer, manually, to reseat the vessel sealer onto the faceplate/arm and the tech had reseated the faceplate of the arm drape. No bleeding was observed. The case was completed robotically, with another vessel sealer. No photos or videos are available for review.